Event description:
It was reported by the manufacturer representative on 24-mar-2010, the device was at eri (elective replacement indicator) yet battery voltage was at 2.73 volts and 2678 ohms. The device was programmed back to previous settings. Later review of manufacturer's database, revealed the patient died (B)(6) 2010. Based on follow-up, the patient was last seen by the physician in the clinic in (B)(6) 2008. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device was at eri (elective replacement indicator) yet battery voltage was at 2.73 volts and 2678 ohms. The device was programmed back to previous settings. No patient complications have been reported as a result of this event.